Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 38 mg/dl at the time of the incident. The customer was at 346 mg/dl on the morning of the call. The customer used cereal to treat the low. The customer reported physical damage to their pump. The customer was wearing the insulin pump during the incident. The customer had stacked insulin causing the low, and did not bolus when they treated for the low, causing them to go high. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.